Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose and high blood glucose level. The customer's blood glucose was 40 mg/dl which went to high to 440 mg/dl, current blood glucose is 338 mg/dl. The customer was neither hospitalized nor admitted for low blood glucose. The customer treated their low blood glucose with glucose tablets. It also stated that customer declined troubleshoot for low blood glucose. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.